Event description:
The customer reported that she was experiencing high and low blood glucose. Troubleshooting was performed. The customer stated that she rec'd two large boluses w/o pressing any buttons on the device. The customer stated that she changed the infusion set, and she did not follow the steps properly while priming. The programming on the insulin pump was correct. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.